Event description:
During testing of the device at the customer site, by the customer, the device failed a test step. The customer replaced the proportional valve to address the issue, but the unit failed again with multiple error codes. The customer troubleshot the errors and replaced the system board to address the issue. The device was re-tested and passed all testing.